Event description:
It was reported that during implant, the right ventricular lead helix retracted and wouldn't re-extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position, the lead appeared to have been damaged at implant and the lead was stretched. The analyst also noted that the helix cannot extend and retract due to distal conductor distortion within the connector.